Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. During the event history log review and device evaluation, the reported condition of intra-peritoneal volume (iipv) could not be confirmed or duplicated. However, the device did not meet the baxter specifications upon arrival; therefore, repair was required. Visual inspection revealed no physical damage. The power on self-test was successfully completed. The cause for the reported problem of iipv could not be determined. The pump was refurbished and returned to the loaner pool in a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of the device, information was found in the event history log that confirmed the reported event. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's service center regarding an overfill which occurred on the homechoice (hc) during fill 1. The patient felt overfull. The care giver (cg) stated that they were not sure the initial drain drained enough fluid. The cg stated that they had an alarm in the previous therapy during drain 1 of 3 and had started over with new supplies. The home patient (hp) was now in fill 1. The technical service representative (tsr) had the cg stop the fill. The fill volume (fv) was equal to 1432ml. The cg did a manual drain, and the hp drained 3580ml. The fv was set to 2000ml. The hp had started over with new supplies with a full fill and initial drain only drain 3ml, then started fill 1. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.